Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28oct2020.

Event description:
The respiratory therapist (rt) reports during set up the unit had a massive leak. There was no patient involvement or user harm reported.

Manufacturer narrative:
G4:07nov2020, b4:05dec2020. The field service engineer (fse) arrived onsite and could not verify the reported problem. No repairs were required. The fse reported that the unit passed performance verification testing and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.